Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately a month prior to calling adc customer service on (B)(6) 2017 her adc blood glucose meter started displaying the word ¿set¿ when a test strip was inserted into it instead of producing a reading. Customer further reported that ¿last week¿ she could not get a reading so she self-presented to a hospital to have her glucose checked and reported being treated with insulin. Customer did not provide the reading that was obtained at the emergency room. No further information was provided as the caller disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation was performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR for the freedom lite meter was reviewed and the DHR showed the freedom lite meter passed all tests prior to release. A tripped trend review was completed and it showed that no trips were observed for the reported complaint and freestyle freedom lite meter. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that approximately a month prior to calling adc customer service on (B)(6) 2017 her adc blood glucose meter started displaying the word ¿set¿ when a test strip was inserted into it instead of producing a reading. Customer further reported that ¿last week¿ she could not get a reading so she self-presented to a hospital to have her glucose checked and reported being treated with insulin. Customer did not provide the reading that was obtained at the emergency room. No further information was provided as the caller disconnected the call. There was no report of death or permanent injury associated with this event.